Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 for this event. It was reported that a misspike occurred when the uv flash solution transfer set was connected to a uv flash disconnect y-set while using a clean flash device. This occurred during patient use. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.